Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 549 and 329 mg/dl. Tests were done wihtin 10 minutes with a difference of 44%. Control solution test was within range. Patient did not experience any adverse events. No further information has been reported.